Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra smart meter had a casing issue - warped due to the sun. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance specialist (mss) contacted the patient's wife. The patient reported that the alleged meter casing issue first began on "(B)(6) 2016" the patient takes insulin (self-adjuster) to manage his diabetes and detailed that on "(B)(6) 2016 in the morning" he took less food and or drink as a result of the alleged product issue. The patient detailed that 12 hours after the alleged product issue began he developed symptoms of "dizzy and blurry vision". The patient denied that he received any treatment. At the time of trouble shooting the cca noted that there was no misuse of the product, it was not the first time the product was being used and the issue remained unresolved. The patient's wife confirmed that the patient was unable to obtain a result on the meter due to the casing damage. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began.